Manufacturer narrative:
(B)(4).

Event description:
During device testing, due to the advisory, the patient was unable to feel the vibratory alert, even though it was reported to have functioned properly. The device was explanted prophylactically and replaced, and the patient was enrolled in merlin.net.

Manufacturer narrative:
The device was normal during analysis. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, pacing lead impedance, high voltage lead impedance, patient notification, high voltage charging, high voltage delivery, and high voltage shock impedance were tested. No anomaly was detected. Activation of the patient notifier caused the device to vibrate. The device was above eri and the longevity evaluation result was within expectations for the usage recorded in diagnostics.